Manufacturer narrative:
Concomitant medical products: product ID: 429878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr). The device was in mode switch at the time of therapy. The device remains in use. No further patient complications have been reported as a result of this event.